Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported via our sales manager that after opening the first blister: the box (with the cup) was glued to the inside of the blister at one side. The member of the hospital staff unpacked the box with the cup and presented it to the scrub nurse, who took the cup directly out of the box.